Event description:
The disposable perforator failed to disengage and plunged into the pt's sinus causing bleeding. The codman perforator, when attached to the midas rex legend, did not stop when it went through bone.